Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in pacing impedance. The impedance returned within range afterwards. Technical services (ts) reviewed the reports and stated a potential cause. Ts suggested troubleshooting actions, such as evaluation of the lead, x-ray imaging, and reprogramming. The lead remains in use. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).